Event description:
Patient was revised to address subsidence of the tibial tray. The tibial tray was also loose at the cement/bone interface; however, the manufacturer of the cement used at the time of original implantation is unknown. Osteolysis and poly wear of the insert were also reported. It was also learned that the patient was previously revised on (B)(6) 2000, to address lateral patellar malalignment (medical records seem to indicate this was ligament-related), and loosening of the tibial tray. The loosening interface is not indicated. Depuy cement was used at the time of original implantation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the submitted device confirmed the reported loosening. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions about the root cause of the loosening based on the provided information. Based on the inability to identify product error as a contributing factor or determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.